Event description:
The aerosol is not spraying [product delivery mechanism issue]. Medication is not coming out from the device (second episode) [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 08-jun-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. Additional significant information (#1) was received on 10-jun-2026 from the patient via a voicemail. New information included; new event (product delivery mechanism issue (second episode)). Additional significant information (#2) was received on 11-jun-2026 from the patient via a telephonic call and email. New information included; reporter¿s address, product detail, lot number and serial number was added and case narrative was updated. On an unknown date, the patient was being treated with albuterol sulfate inhalation 90 mcg (batch no: a125019, expiration date: oct-2027) (dose, frequency and therapy dates not reported) via inhalation route for an unknown indication. On an unknown date in (B)(6) 2027, the patient was being treated with albuterol sulfate inhalation 90 mcg (ncd: (B)(6), batch no: a125019, expiration date: oct-2027) (dose, and frequency not reported) via inhalation route for an unknown indication. On an unknown date in (B)(6) 2027, the patient was being treated with albuterol sulfate inhalation 90 mcg (serial number: (B)(6), batch no: ai25015, expiration date: oct-2027) (dose, and frequency not reported) via inhalation route for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, the patient got this prescription filled and the aerosol was not spraying. The patient received a sealed medication box from a pharmacy on (B)(6) 2026. On (B)(6) 2026, the patient started using the medication and stated that after using it for 3 days ((B)(6) 2026), the patient observed that the pump was not pumping. Further stated that, the medication was not coming out from the device and requested a replacement. She stated that she has an issue previous with amneal medication and upon asking details she provided case reference number as (B)(4) and confirmed that she followed all the instructions for use provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).

Manufacturer narrative:
This is default text configured for block h10.